Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range and alarm could not be cleared. Customer¿s blood glucose was 194 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.